Event description:
It was reported that this patient contacted technical services (ts) for a device inquiry and referred that this right ventricle (rv) lead was suspected of perforation and consequently caused pericarditis after implantation. The lead remains implanted. No additional adverse patient effects were reported.